Manufacturer narrative:
On (B)(6) 2021 the customer alleged was hospitalized for low bgs and pump expose to x-ray. Also on (B)(4) on (B)(6) 2021 the customer alleged was sg and bg aren't reading the same. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The test guardian link with the watertight tester and the test accu-chek guide link bg meter blood communicates properly to the insulin pump. Device programmed with sg and bg value and all registered properly in the summary history noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.5 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for low bgs, sg vs bg. The force sensor is within specification and the motor functioning properly. The customer alleged the pump expose to x-ray was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On nov 15, 2021, the customer alleged was hospitalized for low bg and pump expose to x-ray and the sg reading different from the bg readings. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No pump error 37, 38, or 130 alarms during testing or in the pump history. The test guardian link with the watertight tester and the test accu-chek guide link bg meter blood communicates properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for low bg and pump expose to x-ray. The force sensor is within specification and the motor functioning properly. Customer alleged was not confirmed for the sg reading different from the bg readings. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and they had to visit emergency room due to hypoglycemia on (B)(6) 2021. Customer's blood glucose level was unknown at the time of hospitalization. The customer had symptoms of shaky, calmly, headache as a result of low blood glucose. Customer was treated with glucagon and intravenous insulin drip at the hospital. Customer's current blood glucose level was unknown. The customer alleged the pump was over delivering insulin. The insulin pump was exposed to high magnetic field. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of the event. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.